Event description:
New info. Received on 9/5/95: "there has been great damage done to my body because of the last surgery to remove these screws. Spinel dura was torn during surgery, spinal fluid leaked for 7 weeks, & rptr was admitted to hosp on several occasions. Now rptr suffers from memory loss & headaches. Problems rptr now has that did not exist before any surgery was performed. Body does not sweat because of the damage to the sympathetic nerves, body swells, mild headaches, popping in the spine, constant pain, left buttocks numb spreading down the leg, aching and weak legs, burning and stinging in the ankles and back, numbness in the left leg and foots. Also, any activity that causes severe pain and he is forced to bed for days at a time.